Manufacturer narrative:
Review of medical records provided finds the patient has a complex surgical and medical history. Review shows five months post-implant of ¿marlex mesh¿ the patient presented with groin pain and was provided medical intervention. Based on the information received, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr is submitted to represent the bard/davol marlex mesh (bard flat mesh) (device #2). An additional supplemental emdr is submitted to represent the bard/davol perfix plug (device #1).

Event description:
Per information provided by the patient's attorney: on (B)(6) 2013 & (B)(6) 2014: patient had injections of depo-medrol, lidocaine, and marcaine into the left trochanteric flare. Attorney alleges that the patient experienced adhesions, mesh shrinkage, hernia recurrence, pain and surgical intervention. Per medical records: on (B)(6) 2007: patient was diagnosed with left inguinal hernia and underwent repair. Per operative notes, ¿opened the external oblique over the round ligament and identified a 2.5cm hernia. I opened the hernia sac, reduced the hernia contents and then closed the hernia sac.. I placed a large bard perfix plug (#1) in the peritoneal area and sutured this in place with interrupted prolene suture.¿ on (B)(6) 2012: patient underwent esophagogastroduodenoscopy due to the pain in the epigastrium which showed sliding hiatal hernia and gastritis. On (B)(6) 2014: patient underwent operative laparoscopy, lysis of extensive abdominal and pelvic adhesion and left ovarian cyst drainage. Per operative notes, ¿under direct visualization, meticulous sharp dissection was carried out, sequentially releasing the extremely dense adhesions of the omentum to the balled-up mesh (#1)¿ the rectosigmoid adhesions were meticulously dissected free of the mesh and the areas of bleeding were controlled with bipolar cautery with meticulous application.¿ on (B)(6) 2015: patient underwent CT scan which showed mass effect of mesh plug (#1) seen in left lower quadrant (llq). On (B)(6) 2015: patient had complaints of llq abdominal pain and consulted the surgeon who noted that the patient had previously undergone diagnostic laparoscopy and lysis of adhesions due to severe left pelvic and groin pain and ¿painful mass¿ at the repair site.during the procedure, the mesh (#1) was noted to be eroding through into the pelvic region and there was significant adhesion noted between the sigmoid colon and plug in left groin. The pain was temporarily relieved but recurred soon after. On (B)(6) 2015: patient was recommended for mesh removal and recurrent left inguinal hernia repair. Per the operative notes, ¿the area where the plug was present was involved with significant scarring and adherence to the surrounding tissue. The incision extended to the level of the pubis medially and laterally to the level of the anterior superior iliac spine separating it from the underlying adherent the plug. The plug (#1) was then removed by first removing the nylon sutures that were anchoring it in place and then the plug was excised with the minimum amount of adherent surrounding tissue. The repair was done by excising an elliptical piece of marlex mesh (#2 - bard flat mesh) and it was sutured... The mesh completely covered the defect that was closed after removal of the offending plug.¿ on (B)(6) 2017: patient experienced inguinal pain which radiated down the left inner thigh. On (B)(6) 2019: patient experienced pain in the left hip and occasional groin discomfort, was given with the 80mg of depo-medrol, marcaine and lidocaine for pain which was tolerated well.